Manufacturer narrative:
Multiple follow up attempts were performed to gather the patient's medical records such as, echo reports to show the functioning of the edwards sapien valve and the patient's death certificate; however, no information was released by the hospital. The (B)(6) male patient's medical history is unknown. The device was not returned to edwards for evaluation as it remains implanted in the patient based on the available information. In addition, a device history record (DHR) review was not required. However, it should be noted that all valves are 100% visually inspected for defects and 100% leak tested prior to termination. At this time the exact cause for the reported event cannot be confirmed; however, no issues with the valve were reported in the weeks prior to the patient's death. There are multiple potential causes for the reported event, including the patient's advanced age, and multiple cardiac and non-cardiac co-morbidities. There is no evidence at this time that the death is related to the edwards valve. There is no documentation of device malfunction from the available source documents. There are multiple potential causes for the reported event, including the patient's advanced age, and the patient's pre-existing co-morbidities. Since there is no allegation of device malfunction, or labeling issues, and no patient medical records, no further investigational activities can be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective or preventive actions are required.

Manufacturer narrative:
Multiple follow up attempts were performed to gather the patient's medical records such as, echo reports to show the functioning of the edwards sapien valve and the patient's death certificate; however, no information was released by the hospital. The (B)(6) male patient's medical history is unknown. The device was not returned to edwards for evaluation as it remains implanted in the patient based on the available information. In addition, a device history record (DHR) review was not required. However, it should be noted that all valves are 100% visually inspected for defects and 100% leak tested prior to termination. At this time the exact cause for the reported event cannot be confirmed; however, no issues with the valve were reported in the weeks prior to the patient's death. There are multiple potential causes for the reported event, including the patient's advanced age, and multiple cardiac and non-cardiac co-morbidities. There is no evidence at this time that the death is related to the edwards valve. There is no documentation of device malfunction from the available source documents. There are multiple potential causes for the reported event, including the patient's advanced age, and the patient's pre-existing co-morbidities. Since there is no allegation of device malfunction, or labeling issues, and no patient medical records, no further investigational activities can be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective or preventive actions are required.

Manufacturer narrative:
At the time of implant of the first edwards sapien valve it was stated that there was no reportable aortic insufficiency. Follow up attempts are on-going to gather the patient's medical records to investigate the file. At this time the exact cause for the reported event cannot be confirmed and the investigation is ongoing.

Manufacturer narrative:
Additional information was received regarding the patient's medical records. According to the operative report, pre-dilatation was not performed as the patient had a valvuloplasty the week prior. The 26mm sapien valve was placed in an excellent position with mild leak the operators re-ballooned the valve once with a non-edwards balloon which did not change the leak much. The operators did not hear any significant aortic insufficiency and diastolic pressure was quite good and the patient was left untreated for the mild leak. The patient was transferred to the ICU in a good condition. One month post deployment of the first sapien valve the patient was admitted for major co-morbid conditions such as, acute on chronic systolic heart failure and diastolic heart failure secondary to worsening aortic insufficiency after the first tavr procedure. A second 26mm edwards sapien valve was placed within the first valve to increase the girth of the first valve and to decrease the perivalvular leak (pvl). According to the operative report, the patient had some stent recoil which caused the pvl. Supra-aortic angiogram showed significant pvl. A second sapien valve placed in a good position and the valve was implanted within the first valve. Post deployment a significant decrease in aortic insufficiency was noted. Tte imaging showed 3 tiny leaks around the valve. The valve was post-dilated with 0.5cc extra and it reduced to one tiny leak. Less than 1+ aortic insufficiency was noted. The patient did very well and was transported out. Echo imaging performed 8 weeks post deployment of the second edwards sapien valve revealed a well seated sapien valve and was noted to function properly with trace to mild pvl. The mean aortic valve gradient was noted to be 5mmhg. Per the instructions for use (IFU) complications associated with the use of bioprosthetic heart valves include paravalvular leak. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolves over time or do not cause symptoms. Others may be more clinically significant and require intervention. The physician's undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. Physicians take in to consideration, patient factors, significant valve over-sizing (= 4 mm), severe septal hypertrophy, minimal valve/leaflet calcification, and preserved ejection fraction (ef). Technical considerations include improper image intensifier (I/I) angle, non-coaxial alignment of the guidewire/ valve/ delivery system, improper valve position pre-deployment, balloon inflation = 3 sec during deployment, or loss of pacing capture during deployment. In this case, the cause of the reported event appears to be the due to the stent recoil. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through the implant patient registry (ipr), one month s/p transfemoral transcatheter aortic valve replacement (tavr) procedure, the patient received a second sapien valve.